Manufacturer narrative:
(Patient codes,(B)(4). : subcutaneous emphysema, ileus, hypopho sphatemia, mucocutaneous separation) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a anterior colon r esection. During the sigmoidoscopy leak test significant bubbling occurred deeming that the stapler had failed. After further inspection it was determined that a cut had been made but no staplers had fired. Due to the failed anastomosis an emergency colostomy then had to be performed to correct the rectal injury. It was reported that after the implant, the patient experienced infections, abscess, abdominal pain, pain, mental pain, suffering, disfigurement, physical impairment, mental anguish, disability, degradation, loss of enjoyment of life, emotional distress, fibrosis, reactive epithelial changes, inflammation, dilated loops of small bowel, soft tissue swelling, subcutaneous emphysema, ischemic colostomy, nausea, ambulation difficulties, irritation around ostomy, fungal dermatitis around stoma, tenderness, dehiscence, abdominal distention, throbbing pain in vagina/rectum/pelvis, bloating, discomfort, reactive depression, anemia, fatigue, weakness, skin abrasion, adhesions, hernia, scar tissue, ileus, hypophosphatemia, vomiting, decrease in appetite, <(>&<)> mucocutaneous separation. Post-operative patient treatment included additional procedures, hospitalization, rehabilitation, medical treatment, colostomy revision, CT scan, x-ray, fluoroscopic water-soluble enema study, ICU, physical therapy, wound care, IV fluids, pain medication, nutritional counseling, supplemental oxygen, IV anti-nausea medication, use of drains, use of a walker, anti-fungal powder, sigmoidoscopy, colon polypectomy, colostomy takedown, excision of rectal stump, partial co lectomy with low pelvic anastomosis, diverting loop ileostomy, lysis of adhesions, ot.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a anterior colon resection. During the sigmoidoscopy leak test significant bubbling occurred deeming that the stapler had failed. After further inspection it was determined that a cut had been made but no staplers had fired. Due to the failed anastomosis an emergency colostomy then had to be performed to correct the rectal injury. It was reported that after the implant, the patient experienced infections, abscess, abdominal pain, pain, mental pain, suffering, disfigurement, physical impairment, mental anguish, disability, degradation, loss of enjoyment of life, emotional distress. Post-operative patient treatment included additional procedures, hospitalization, rehabilitation, medical treatment.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: this event has been found to be a duplicate of a previously reported event documented under rr# 2647580-2023-00634. All additional information pertaining to this event will be communicated under the original regulatory report above. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.